Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 12/2022).

Event description:
It was reported that during a stent deployment procedure through left femoral vein, the stent allegedly failed to expand in the proximal end. There was no reported patient injury.

Event description:
It was reported that during a stent placement through left femoral vein, the device allegedly failed to expand in the proximal end. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned to the manufacturer for evaluation. The condition of the returned delivery system confirmed an expansion issue. The stent brake of the inner catheter which had been under the stent during deployment was found with heavy imprints, and superficial damage which was considered an indication that the stent adhered to the stent brake after deployment, which leads to a confirmed result for expansion issue. Based on the information available the investigation is closed with confirmed result. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instructions for use for this product was conducted. The instructions for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: d4 (expiry date: 12/2022),